Event description:
IV bag port appeared cracked. When admixture needle was removed during compounding of IV, the entire injection port (latex) separated from the bag. Inspection of remainder of stock of empty IV bags showed varying degrees of deterioration from frosting to cracking, to near total disintegration. In speaking with MFR, they were aware of potentially compromised product and were phasing in a new product. Rptr believes there should be a recall of the old product line and an expiration date on the bags. Also see 1005767, 1005768.